Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, force sensor failure, and discolored display screen visual. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(6) 2015 with the following findings: the display screen visual was observed to be discolored due to an unidentified display failure. The battery compartment was observed to be cracked in the area below the grip pad. The pump failed a force sensor calibration check due to a force sensor calibration reading below the lower specification limit. The pump was exercised for 24 hours, during which no device failures were observed. The pump case was removed, and no evidence of internal damage or defect was found. The pump passed a force sensor resistance check. (B)(4).